Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge error message while attempting to load the cartridge onto the pump. No alert or alarm was able to be verified in the history at the time of the call. Customer's blood glucose level was not impacted.